Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2024-01410, 3006705815-2024-01412. It was reported that following an unrelated surgical procedure wherein the ipg was not placed into surgery mode, the ipg became unable to communicate with external device. Troubleshooting has been unable to resolve the issue. Upon further investigation, it was also determined that due to the unrelated surgery the patient's leads migrated and the ipg stopped working. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted and replaced to address the issue. Effective therapy was restored post-op. It was also reported that during the (B)(6) 2024 surgery, the physician tried to salvage the leads, but after reimplanting and then testing, the impedances were all high.